Event description:
It was reported to philips that the system suddenly shutdown, tipping a breaker, which can impact booting. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and found that the system power supply was suddenly switched off and f3 fuse was triggered. Further troubleshooting revealed that the power supply of the control room monitor was defective, which led to the unexpected shutdown of the system's power supply. To resolve this issue, fse replaced the monitor. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.